Manufacturer narrative:
H.3 & h.6: philips is in the process of obtaining more information and this complaint is still under investigation.

Event description:
The customer reported that the monitor displayed an spo2 numeric value when the sensor was not attached to the patient.